Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient went to see his doctor 4 years after the procedure was done to complain about pain in the penis and one of the ambicor penile prosthesis (app) cylinder not deflating. All components were explanted and an inflatable penile prosthesis (ipp) was implanted. Patient is stable after the procedure.